Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicates apparent explant damage. Concomitant medical products: t510c29 tissue valve, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the lead was replaced due to increasing pacing threshold. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.